Event description:
On (B)(6) 2026, senseonics was made aware of an incident were user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported minimal discrepancies between bg and sg readings. Escalation analysis indicated that the observed discrepancies were consistent with expected lag between bg and sg inherent to the sensing technology. Customer care recommended that the user continue to use the system and to reach out of they had any additional concerns. Per dms review, the user is using the system with up to date information.